Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current, the device passed self test and off no power test. The motor was tested outside of the device and passed. We were unable to verify encoder signal alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. A minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting the customer confirmed that the drive support cap appeared normal. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. The insulin pump was returned for analysis.